Event description:
According to medwatch # (B)(4). Filed by the user facility on (B)(6) 2013, "this pt had CABG surgery about four months ago and sternal cables were used to close the sternum. She was discharged about 10 days after surgery but readmitted about a week later with chest pain and shortness of breath. A CT indicated mediastinitis. She went to the operating room the day after readmission and it was found that the upper cables in the manubrium broke through the sternal bone and were completely loose. The 2 other cables were intact but the sternum itself was broken in multiple places. The post-op diagnosis was wound infection, sternal dehiscence, necrotic skin and subcutaneous tissue."

Manufacturer narrative:
Pioneer surgical contacted the hospital for more info on this event. The only info that was able to be gathered was that the device was discarded at the hospital. According to the event description from the medwatch filed by the hospital it appears that the cables pulled through the manubrium and became loose. The cables are designed to hold the sternum together but if there is poor bone quality or extreme stress applied to the sternum the cables can pull through and cease to hold the sternum together. The medwatch also listed that the sternum "broken in multiple places". It is unk as to what caused the sternum to be in this condition. Prior to this occurrence pioneer surgical addressed the risk of the cable pulling through the sternum through pioneer surgical's risk management process. This risk has also been addressed in the sternal system IFU in the warning and precautions section stating that "cables may cut through soft bone that is not protected and immobilized". The device history record was reviewed and the device was manufactured according to pioneer surgical's specs. Samples of two lots that were manufactured and sterilized around the same time and by the same processes as the lot listed in this MDR were subjected to the sterility audit at a third party lab to ensure that the production process and production dose are adequately providing the sterility assurance (sal) of 10 to the power of minus 6. The sterility audit yielded zero positive growths from either lot and provides the confidence the lots continue to maintain their sterile qualities.